Event description:
A (B)(6) female pt called zoll customer support to report that wires were exposed on her monitor's electrode belt connector. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, damaging wires. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from damaged connector. The pt received a replacement monitor.